Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. Alleged failure: continuous activation. Probable root cause: probe short, button stuck on firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, probe bender used to bend nonbendable probe, user accidentally submerges device, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle. Console error. Use error. Catalog number and lot/serial are unknown, therefore manufacture date cannot be confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device continuously activated.

Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.